Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient was seen (B)(6) 2025 for a refill and the pump was showing a low reservoir alarm. The company representative (rep) stated the pump was refilled and programming updated. The company rep stated the patient went home and continued to hear the pump alarming. The company rep stated the patient came back and there was no new alarms since the refill. Discussed silencing the alarm and discussed this was a known issue.